Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed. The reported event of backup battery circuit faults activating was confirmed via analysis of the submitted log file. The log file contained approximately 1.5 hours of data ((B)(6) 2021 from 10:56:33 to 12:15:30 per the timestamp). Intermittent backup battery circuit faults activated throughout the log file; the faults resolved shortly after activating each time. The backup battery faults were not active long enough to activate an associated alarm. There were no alarms active in the log file, including low voltage advisory/hazard alarms. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the exchanged heartmate 3 system controller (serial number: (B)(6)) would not be returned for evaluation as the controller has been in use since 2017. It was also reported that it was unknown if low voltage alarms were active on the patient¿s controller and that the controller was exchanged to a new controller. Technical services noted that the backup battery faults may have activated due to poor connections between the backup battery ribbon cable and the backup battery, and recommended reseating the backup battery ribbon cable as an attempt to resolve the intermittent backup battery faults. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 25oct2017. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller, system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low battery alarms when they were connected to both the mobile power unit (mpu) and battery power. They were given new batteries and clips in (B)(6) 2021 but the alarms continued. The patient's controller was exchanged for a new controller on (B)(6) 2021 but it was not returned as it was an older model. Log file analysis captured constant external backup battery (ebb) circuit faults in the background which would not be seen on interrogation; these were due to a poor connection between the backup battery cable and the backup battery. The low battery alarms could not be seen in the log file due to the circuit faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete